Manufacturer narrative:
Investigation summary: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and there was a related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on the needle cannula.. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: before use, customer found there was white fm on needle cannula, 4ea occurred such issue. Pending for batch#, actual sample will be return.